Manufacturer narrative:
Title: randomised controlled study of two different techniques of skin suture in endoscopic release of carpal tunnel source: department of orthopaedics, section of hand surgery, orthopaedic research unit, regional hospital holstebro, holstebro,denmark date: 2009. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Pli10: according to literature source of study performed between october 2006 and april 2007, in a prospective, randomised trial of 54 hands in 47 patients incisions were randomised to be closed by either absorbable subcuticular or non-absorbable interrupted sutures after single portal endoscopic release of the carpal tunnel. Twenty-eight hands were available for follow up for absorbable subcuticular suture group compared to the group who received non-absorbable interrupted suture. One patient from each group had inflammation of the wound during the first 14 days after the operation, but the symptoms resolved and at 3 months visit, there were no other complications. Pli20: according to literature source of study performed between october 2006 and april 2007, in a prospective, randomised trial of 54 hands in 47 patients incisions were randomised to be closed by either absorbable subcuticular or non-absorbable interrupted sutures after single portal endoscopic release of the carpal tunnel. Twenty-eight hands were available for follow up for absorbable subcuticular suture group compared to the group who received non-absorbable interrupted suture. One patient from each group had inflammation of the wound during the first 14 days after the operation, but the symptoms resolved and at 3 months visit, there were no other complications. Article: torben bæk hansen, lone kirkeby, heidi fisker & kristian larsen, 2009, randomised controlled study of two different techniques of skin suture in endoscopic release of carpal tunnel